Event description:
During a standard treatment, a dental electrical handpiece got hot but did not cause any injury. Pt and dr just noticed that the temp increased. Therefore dental office does not recall the pt's name, hence the pt data are not available.

Manufacturer narrative:
During the analysis, it was found that the bearings were grinding and the chuck did not hold the bur anymore. The condition of the bearings and the chuck is the result of a normal wear process. During the test run the head heated up quickly. The user instruction requires a visual and functional insp prior to each treatment which shows if device is running out of spec and is hence mandatory. Reported due to the 2 year presumption rule.